Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to implant this system, a message was reported regarding an out of range shocking impedance measurement. The message occured during a defibrillation threshold (dft) test which failed and required external defibrillation to convert the rhythm. A boston scientific technical services consultant discussed the clinical observations with the caller and instructed the caller to verify system connections. The pocket was re-opened and the electrode was re-tunneled up to the sternum. A second dft was performed without success and external defibrillation was necessary to convert the rhythm. The polarity was reversed and successful conversion was obtained on the third attempt. No additional adverse patient effects were reported.